Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital with a cardiac tamponade. An unspecified intervention was performed. The patient was discharged in good condition and will continue to be monitored.